Manufacturer narrative:
One device was received for investigation. All tamper seal labels were still intact. There was no abnormality in the appearance of the main body other than the tidal volume knob would ? Rebound? Away from the end stop. The inspector began general operational testing according to their work instruction tnd-00128. The reported problems were duplicated. Rotary flow valves (rfvs) on parapac plus ventilators have been found to have insufficient friction (torsional resistance), which allows the attached tubing to push or pull the tidal volume control away from maximum or minimum end-stops. The rfv assy. 530k1156 was replaced and the patient circuit connector was tightened with a force of 4.5 nm.

Event description:
It was reported that during the repair checkup, the customer noticed the flow valve was returned, the patient-side connector was loose. No patient injury or involvement were reported.